Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 2 years, 11 months, and 13 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve required intervention due to severe stenosis. The echo showed that the ava by continuity equation was 0.54cm2, with a mean aortic valve gradient of 55.1mmhg, and a peak gradient of 92.6mmhg. There were no reported leaflet issues. The patient was symptomatic with heart failure exacerbation, volume overload, shortness of breath, and edema. The perceived root cause is unknown. A 26mm sapien 3 ultra resilia valve was implanted in a valve in valve successfully. The patient is currently in ICU listed as stable.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the complaint for stenosis was confirmed based on the medical record. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.